Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01257.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to prior combination deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging migration (filter tip is at or just cephalad to level of right renal vein and caudal to level of left renal vein), vena cava perforation, and organ (mesenteric) perforation. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" and limitations with "anything strenuous that requires bending forward." The patient also alleges "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions." Per report from CT (computed tomography) dated (B)(6) 2017: "an inferior vena cava filter is present. The proximal tip of the filter is at or just cephalad to the level of the right renal vein and caudal to the level of the left renal vein. The lateral and posterior legs of the ivc filter abut or project external to the lumen."